Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient lied on her back, she felt a burning sensation in her back where the stim was. The event was discovered about four weeks prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.